Event description:
It was reported that the stent was difficult to position for deployment. The target lesion was located in the severely tortuous and severely calcified iliac artery. An 8x80x75 epic stent was advanced for treatment; however, the stent was not deployed well as it was difficult to visualize under fluoroscopy. Another stent was used to complete the procedure and was sufficient enough to treat the lesion. No patient complications were reported.